Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amplitude variation, and a helix mechanism issue. As received, a complete lead was returned in two pieces for analysis. The reported event of the helix mechanism issue was confirmed. Visual and x-ray examination of the lead revealed the inner coil in the connector region to be over-torqued due to procedural damage. Additionally, the helix was extended, bent, and damaged due to procedural damage and was clogged with blood/tissue. The helix mechanism/extension length test was unable to be performed due to the bent and damaged helix. The cause of the reported event of the helix mechanism issue was due to the over-torqued inner coil in the connector region, the helix being clogged with blood/tissue, and the bent and damaged helix, as received. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not reveal any anomalies, with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, r wave amplitude variation and an increase in the capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. A dislodgment of the rv lead was suspected. During the revision procedure, the helix of the rv lead was able to be extended and retracted, but was not able to be moved smoothly. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.